Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/17/2017 with the following findings: during investigation, the battery compartment was cracked at the top left corner of the grip pad. A crack in the battery compartment caused a separation of the threads preventing the battery cap from being tightened to the pump. No damage was found to the battery cap. The cap tightened and removed from the test pump with no issues. Unrelated to the original complaint, moisture corrosion was found in the battery compartment. A leak test was performed and failed due to a leak in the battery compartment. The pump was opened to find no moisture.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was alleged that the battery compartment and the battery compartment cap were damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.